Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to foreign material exiting the channel caused by insufficient cleaning. It is likely the reprocessing process by the user was incorrect, which led to the clogged channel from the following investigation results: there was no report on abnormality of biopsy channel before use of the scope and during reprocessing. Confirmed foreign object from biopsy channel and suction channel. Similar complaint was raised from the user facility. Even though there is no information specific to incorrect reprocessing by the user, they may have been abnormality on the method of brushing or the brush itself. The user may not have performed the inspection prior to use, which is within section 3.3 of the operation manual: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.". Per the legal manufacturer the other issues identified in the initial report: insulation malfunction / angle wires stretched, distal end blemishes, objective lens nicks, light guide lens nick, irregularities in appearance of the adhesive on the bending section and insertion tube have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
As part of investigation, the service center followed up with the user facility and was informed that the scope was reprocessed and there was nothing found inside the channel. Also, the facility¿s reprocessing technician and the tech did not mention that there was any trouble reprocessing the scope or any resistance. The device was returned to the service center for evaluation. The scope failed the insulation test due to a crack on the bending section cover. The camera switch was noted be misaligned. Debris was noted in the forceps passage of the scope. The angulation of the scope was checked and found to be low. The function of the control knob was found to have low tension and loose play with the movement. The objective and guide lens were both cracked. The bending section rubber and bending section rubber glue were found cracked on the cover and insertion tube. Minor scratches and cuts were noted on the insertion tube. Further inspection found debris in the suction channel of the scope. The total usages count was 621. In addition, the instruction manual provides the user warnings on how to prevent scope damage and patient risk due to mishandling. Important information ¿ please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 3 preparation and inspection of the instrument channel insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Warning ¿ avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids.

Event description:
The service center was informed that during an unspecified procedure, the user experienced resistance and was unable to insert anything into the scope¿s channel. There was no report of any foreign object falling out of the scope or into the patient. There was no damage or further abnormalities observed. The scope was replaced and the intended procedure was completed with the similar device. There was no patient injury reported.